Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a driver issue. A technical support specialist removed the copy printer and reinstalled the drivers to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, the printer was unable to print labels. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.